Event description:
The lead was replaced due to abruptly increasing stimulation threshold. Patient's condition after event is unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.